Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report: 3006705815-2018-02614. It was reported the patient was unable to increase amplitude on one of the leads. Diagnostics revealed high impedances on one of the leads. X-rays were unremarkable, and reprogramming was attempted. The physician opted to undergo surgical intervention wherein the lead was found to be fractured below the anchor site. As a result, the physician explanted and replaced the patient¿s lead with a new model. Postoperatively, effective therapy was restored. Note: both of the patient's leads are being reported because it is unknown which lead is liable.